Event description:
It was reported that the clinical study patient was admitted to the hospital for increased lumbar pain. Medication was administered and the device was reprogrammed. There was also a concern for a possible infection at the surgical site and therefore the patient was treated conservatively with IV antibiotics. However, it was later confirmed that there was no infection. Instead, the patient was noted to have a seroma and some minor exudate at the implantable pulse generator ipg site. The patient was discharged and the event is resolving. The physician assessed the event to be possibly related to the procedure, the device, and the stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7078323. Reference number: (B)(4), product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7078345.